Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the groin site noted to be bleeding post arrival to ICU. The root cause of access site bleeding was most likely patient condition since the groin started to bleed after the patient (B)(6) arrived to ICU.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events, ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted the groin looking "great" and no oozing departing from the catheterization lab. However, upon arrival to the unit the patient had oozing from all line sites. Activated clotting times were high. Heparin was stopped to control the bleeding. The patient was also given two units of packed red blood cells. The following day the bleeding was noted to have subsided. The patient was noted to be stable following the event. Support continued for an additional two days. The patient was successfully weaned, and the device was explanted with a survived outcome.